Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4245938. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates on packaging.

Event description:
It was reported that 5 boxes of syringe 0.3ml 8mm 90 bx 450 mo had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on boxes. Consumer stated he has 5 boxes of syringes with no expiration dates on them. Stated the boxes are from 2014. Stated all of the syringe boxes are the same. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 boxes of syringe 0.3ml 8mm 90 bx 450 mo had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on boxes. Verbatim: consumer stated he has 5 boxes of syringes with no expiration dates on them. Stated the boxes are from 2014. Stated all of the syringe boxes are the same.